Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. When the trigger of the device was pulled, the jaw would not open or close. It was observed that the jaw to shaft pin was missing, which is a root cause for the reported failure. The device is reusable, and currently 4 years old. It is possible that the pin became loose over the course of being reprocessed over the course of many years. However, given the information provided we cannot discern for certain how the pin went missing. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, but prior to use on the patient, it was observed that the jaws on the expressew iii without hook device would not close. During in-house engineering evaluation, it was determined that the jaw to shaft pin was missing. The case was completed with another like-device with no patient harm or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.